Event description:
It was reported the customer received a motor error alarm while rewinding the insulin pump. The customer also stated several other alarms also occurred. The customer also reported exposing their insulin pump to an x-ray machine. The customer was advised to revert to a back-up plan. Customer's blood glucose was 250 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.